Event description:
Additional information received reported that it was electrode 10 that had out of range impedances. It was noted that the patient did not know how to reduce the amplitude on the device. An x-ray and computer tomography (CT) scan were taken that showed lead migration. On (B)(6) 2012, the lead was revised. The patient was not hospitalized. On (B)(6) 2012, the patient's device was reprogrammed resulting in "good stimulation." The issue was resolved after revision.

Event description:
It was reported that the patient experienced a shocking or jolting sensation in the neck area and over their entire back area. The shocking didn't seem to be over the area covered by stimulation, which was supposed to be the arms and neck. The leads are placed in the cervical region. The event started to occur after the patient fell. The exact time of the fall was unknown. The patient was unable to turn off the stimulation, but patient services was able to help patient turn off device. It was determined that one of the electrodes had high impedances and that patient was programmed on this electrode. Additional information indicated that an x-ray was ordered for the patient, and that he was going to have a surgical revision but that it was not yet scheduled. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-75 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product typ lead product ID 3778-75 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product typ lead product ID 37743 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).